Event description:
Nurse noted that 2 vanishpoint tb 1ml 27g 1/2" syringes were difficult to retract while giving im injections (immunizations) on 2 different occasions, when needle retracted and syringe pulled away from skin it actually grabbed the skin. Needles discarded - reported to the manufacturer on 10/2, they are sending a container to obtain same device from the same lot used by eh nurse. I will send to them as soon as I receive container for mailing. Manufacturer response for syringe, antistick, vanishpoint® (per site reporter) : they are sending a container for evaluation of a syringe/needle from the same lot used/defective.